Event description:
It was reported that the device had measuring errors of high impedance and no capture of the right ventricular lead, as when the leads were tested with the cables they had great numbers and threshold but when plugged into the device there was no capture and high impedance. The device was removed and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and revealed that the no ventricular output condition was due to an electrical discontinuity at a solder joint.